Event description:
It was reported that the insulin pump alarmed button error. The blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube window, a cracked case at the display window corners and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.